Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding a complaint involving a cortical fix screw per complaint form: dr (B)(6) placed 5x35 screw in left l4 pedicle in a cortical trajectory. Screw need to be adjusted using screw driver. Dr (B)(6) noticed the "inner saddle" where the rod sits had been broken. The piece of metal that stops the set screw from advancing saddle. He removed the screw and replaced with another 5x35 screw.

Manufacturer narrative:
(B)(4). The 5.5 ti cortical fix 5x35mm polyaxial screw (product code: 1867-31-535, lot number: arpcbj) was returned to the complaints handling unit (chu) on june 14th, 2016. The screw was not broken, but had its saddle rotated inside of the tulip head. The inner edge of the saddle featured a significant number of notches in it. The screw head also showed heavy signs of use based on the condition of its drive feature. While the drive feature is not damaged to the extent that it would not interface with the associated driver properly, it is indicative of the forces placed on it during insertion and tightening. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from their intended locations. In this instance, it has cause the saddle to be rotated inside of the tulip head. The notches present on the saddle plus the wear to the drive feature in the screw head appear to have been cause by the associated driver during use. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening ¿ potentially at the furthest angle it could rotate to ¿ in addition to a great deal of stress being placed on the drive feature, resulting in the saddle being dislodged from its intended location and rotated in the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during use, resulting in the saddle rotating in the tulip head during use. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.